Event description:
It was reported that the device had high impedance with two different leads. The first time, the high impedance occurred a few days after implant and the lead was capped and replaced. Five years later the replacement lead also had high impedance. It was questioned whether there may be a connector issue with the device. The second lead was capped and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).